Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure to upgrade the device, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2016. The patient was stable after the procedure.